Manufacturer narrative:
Not applicable.

Event description:
A us distributor contacted zoll to report that a patient developed a open wound under the lifevest equipment. Patient described the area as open wound with blood and fluid. There was no alleged device malfunction contributing to the irritation. The patient¿s physician prescribed a anti itch cream for the skin irritation. Follow up indicated that the skin irritation improved.